Event description:
Patient undergoing lap chole. When it came time to use scissors, it was noted that scissors do not close at the tip as they are supposed to do. New scissors were brought in and case completed without incident.======================manufacturer response for endopath cvd scissors, ethicon endopath cvd scissors (per site reporter).======================returned and replaced.